Event description:
It was reported to philips that the device had bent battery pins. The customer is requesting that the device be returned for bench repair. There was no reported patient involvement/adverse patient impact.

Event description:
It was reported to philips that the device had bent battery pins. There was no reported patient involvement/adverse patient impact. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J2 pin 1 and pin 8 were found permanently compressed and bent while pin 2 was completely broken.